Manufacturer narrative:
The reported problem was resolved after troubleshooting with the assistance of olympus technical support. The user facility isolated the problem to a single olympus scope and per the user facility, the scope was returned to olympus for evaluation/repair. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a "b30" error occurred. As reported to olympus, there was no patient involvement associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the error was able to be resolved through troubleshooting. The device was not returned for analysis. It is possible that the image was not displayed due to corrosion on electrical contacts of the endoscope socket or adhesion of foreign matter, which subsequently caused the b30 error to appear. Olympus will continue to monitor field performance for this device.